Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has air bubbles in it. The customer's blood glucose reading was 290mg/dl at the time of incident. Troubleshooting found that the wanted to report the incident only and declined further troubleshooting.